Manufacturer narrative:
(B)(4). The device was manufactured between december 18, 2012 and december 19, 2012. As the sample was not returned; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor stopped infusing. After seven days of infusion the patient returned to the doctor¿s office where it was identified that minimal fluorouracil had infused. The infusion site was checked and the hub of the catheter was retaped to the patient chest. The patient came back the next day and it was noticed that no more of the drug had infused. The device was swapped out and therapy was continued on a pump with a different lot number. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.